Event description:
The following information was received from the sales rep via phone: patient had subacute thrombosis after receiving a cypher stent. Additional details are unknown at this time.

Manufacturer narrative:
The product is not available for analysis. The catalog and lot number of the product involved are unknown at this time. Additional information will be submitted within thirty days upon receipt.